Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a routine follow-up, wide qrs oversensing during capacitor maintenance checks were observed. Programming changes were recommended, and the problem was resolved.